Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of homechoice cassette leaked due to a holes in the tubing. It was further reported that one hole was approximately one meter from the cassette and another one meter further along. This was identified after completing peritoneal dialysis therapy. There was no patient injury associated with this event, however, the patient was given prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
B5: during follow up, it was clarified that the first hole in the patient line is approximately 850mm from the cassette. The second hole is approximately 1120mm further along the line from the first hole (toward the patient connection). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with naked eye was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.